Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump died in the middle of the night. The insulin pump received battery out limit alert and screen had circle on it. The customer could not get it off. The customer¿s blood glucose level was 399 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no unexpected battery out limit alarm and blank display noted. Device received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker, missing drive support sticker and minor scratches on display window noted.